Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation, as it remains implanted in the patient. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure.   Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation.   In this case, the cause for the worsening central ai one-year post valve implant is unknown but was likely due to some or many of the factors mentioned above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
UDI reference number: (B)(4). A device history record (DHR) review was performed and did not reveal any issues that may have contributed to the complaint event. Investigation is ongoing.

Event description:
As reported, approximately one-year post tavr procedure and implant of a 26mm sapien 3 valve, the patient was reported to have symptomatic, moderate ¿ severe central ai with no increase in gradient.  The immediate post valve implant gradient had been 5mmhg with ¿good results¿.  The patient was being monitored as an outpatient and deployment of a second valve was discussed, if necessary.  However, 18 days after patient was seen in clinic the patient expired.